Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen (2000 mcg/ml at 500.8 mcg/day) via an implanted pump. The patient¿s concomitant medication was oral baclofen. The patient¿s medical history was cerebral palsy and intractable spasticity. The indication for pump use was cerebral palsy and intractable spasticity. It was reported that the patient had a pump replacement on (B)(6) 2022 less than 3 months to eri (elective replacement indicator) as the hcp decided to replace it before it reached eri. At the surgery, the catheter was aspirated without a problem. After the surgery, the patient started presenting with withdrawal symptoms. There were no known environmental, external, or patient factors that may have led or contributed to the issue. On monday ((B)(6) 2022), he had a dye study of the catheter. The catheter aspirated without difficulty. The dye study showed extravasation of dye by the pump and flow constriction at the tip of the catheter. The patient was taken to surgery the same night for a catheter revision. During the procedure, the entire catheter was explanted and replaced with a new one. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 05-nov-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.